Manufacturer narrative:
The company rep determined that the lcd bulb failed, causing the ac/dc inverter circuit and video driver printed circuit board to fail. As a result, the following components were replaced: display w/rtv bead seal (part number 0160-00-0113), pcb color video receiver (part number 0670-00-0736), pcb inverter, dc to ac (par number 0671-00-0230), cable video receiver to lcd (part number 0012-00-1747), and cable dc/ac inverter (part number 0012-00-1428). The iabp was tested to factory specifications. It functioned normally and was returned to the customer.

Event description:
The customer reported that prior to use on a pt, the iabp display was dark. They could not read the information on the screen. The iabp was replaced and therapy was initiated. No pt injury was reported.